Manufacturer narrative:
A product investigation was completed: according to the complaint description the wire cutter was found broken in a loan set. Our evaluation has shown that there is nothing broken at the received wire cutter, it is fully intact. We found that the cutter is in a very used condition, the laser marking is completely faded and barely readable, the complete device is totally discolored from numerous reprocessing cycles, the leaf springs are movable as the screws are not fully tightened anymore, the pivot screws have increased play as they are worn and there are different slight dents all over the device visible. The cutting edges are compared with the overall condition of the device in a good condition, just slight wear marks are visible. The part number on the device is 391.93 (today it would be 391.930) and there is not lot number marked on the device. This is an indication that this wire cutter is older than 18 years as lot numbers for this article can be traced back till 1998. Based on all these findings we conclude that this device is in an end of life condition and that this complaint is unconfirmed as there is no breakage visible. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently in the evaluation process. The lot number etched on the instrument is extremely faded and cannot be read. Additional investigation is being performed in an attempt to identify the lot number. Without an identifiable lot number, a device history record review cannot be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the wire cutter was discovered to be broken during routine instrument inspection on (B)(6) 2016. It is unknown when the instrument was broken; however, there was no report of patient or surgical involvement. This report is 1 of 1 for (B)(4).